Event description:
Patient was having an esophagogastroduodenoscopy (egd) with dilation, a cook qd-18x18 quantum tcc esophageal balloon dilator was being used. The physician and tech were insufflating the balloon per cook standards and the balloon popped while in the patient. Per md no harm to the patient was caused.